Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed. And found no irregularities. Omsc presumed, that the phenomenon occurred, due to failure of the image sensor unit or circuit board inside the scope connector.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that the color tone of the image was abnormal. The image was magenta or green only. It was due to damage to the imaging unit and the video connector. There was no report of patient injury associated with the event.

Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.